Manufacturer narrative:
(B)(4). Batch #t5cj0y. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed, as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the laparoscopic rectectomy surgery, could not fire. It was reported that during the surgery, could not fire when serving rectal and colonic anastomosis with cdh29a. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.